Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No blank display noted during testing. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose was 7.4 mmol/l at the time of incident. The customer stated that the insulin pump did not respond to any battery they inserted. The insulin pump will be returned for analysis.